Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Changing your pod : chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes : chapter 13 / page 171. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
The patient reported having a bad irritation with the pods, the adhesive causes physical discomfort. This issue resulted in his cannula dislodging from under the skin and his blood glucose reaching 600mg/dl with ketones. When the pods are directly on the skin, he experiences open sores that take several weeks to heal and the area was red/irritated. When he started using additional adhesives/products he just a red rash with no open sores. The patient went to the dermatologist and was diagnosed with skin irritation. He was prescribed fluocinonide .1% cream to apply topically, but since his insurance would not cover it, the prescription was modified to a betamethasone (steroid cream) to apply multiple times a day on the irritated site. The patient was also prescribed flonase to use before applying the pods.